Event description:
It was reported that during a cardiac ablation procedure using the pulsed field ablation catheter, an issue occurred involving catheter array inversion and knotting when attempting to remove the catheter from the left atrium into the sheath. The physician attempted to resolve the knot by readvancing the wire and array into the extended position. The catheter and sheath were eventually removed from the left atrium. The physician experienced difficulty in getting the catheter into the sheath for removal from the patient's body. A technician noted that the wire was kinked and subsequently pulled it out of the system to replace it with a new wire. During this process, the physician managed to keep the array extended and successfully pulled it back completely into the sheath. The procedure was completed without any patient symptoms or complications, and no medical or surgical intervention was needed to prevent permanent impairment.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the 0.032 guidewire was kinked and replaced with a new guidewire.

Manufacturer narrative:
Product event summary: the pscc100 catheter with lot 0012469381 and data files were returned and analyzed. The log files were analyzed, and no system error was identified. The returned image file showed a spiral array knotted at distal end, and the returned movie showed under fluoroscopy a catheter outside the sheath with spiral array knotted at the distal end. Visual inspection was performed, and the catheter was received with a knot in the spiral array, and the spiral array appeared to be inverted. The nitinol wire exiting the dual lumen appeared to be exposed. No additional visual anomalies were detected. During mechanical verification of steering and slide mechanisms, the spiral array was unable to retract using the slide control mechanism due to the knot in the spiral array. The steering function was normal, the distal catheter tip responded with approximately 170° rotation in both directions. The catheter was connected to a test catheter interface cable (cic) without any resistance, and the connection was secure, as indicated by both latches fully engaging into the catheter connector. The catheter was reprogrammed before connection to the generator via a catheter interface cable, and therapy deliveries were successfully performed. Hipot verification of the integrity of electrode wires insulation passed testing; testing for electrical continuity failed for electrode number two. X-ray imaging revealed the nitinol ball was partially dislodged from the dual lumen and entangled wires in the shaft. Optical inspection revealed displacement between electrodes one, two, and three. The electrode wire appeared to be detached from the electrode #2 when dissected. In conclusion, the reported knot/inversion was confirmed, and did not pass the returned product inspection. The inspection also identified the nitinol wire exiting the dual lumen was exposed, the spiral array was unable to retract using the slide control, the electrical continuity failed for electrode number two, x-ray imaging revealed the nitinol ball was partially dislodged, displacement between electrodes one, two, and three, and the electrode wire was detached from the electrode number two. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.